Manufacturer narrative:
The advocate did not provide a meter serial number, so it was not possible to determine the meter manufacture date.

Event description:
The advocate alleged that the customer received control test results of 300 and 389 mg/dl. While troubleshooting, the advocate performed additional control tests and received another result of 300 mg/dl. The normal control range was 103-143 mg/dl. No adverse events were alleged. The advocate was contacted after the initial call to see if the test strips could be returned for eval. The advocate was going to check to see if the customer had any test strips left. No product will be returned at this time.